Manufacturer narrative:
Correction: product updated to tampax tampons radiant (d1) and 510(k) updated to k110669 (g5). There is insufficient information to perform a product investigation.

Event description:
Tiny fibers in vagina [foreign body in reproductive tract]. Inserted tampon, felt wrong [complication of device insertion]. Tampon left tiny fibers in vagina [device breakage]. Cervix irritated, feels awful [cervix disorder]: consumer reported via social media that when she inserted the tampon, it felt wrong, and tiny fibers were left behind in her vagina. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tiny fibers in vagina [foreign body in reproductive tract]. Inserted tampon, felt wrong [complication of device insertion]. Tampon left tiny fibers in vagina [device breakage]. Cervix irritated, feels awful [cervix disorder]. Case description: consumer reported via social media that when she inserted the tampon, it felt wrong, and tiny fibers were left behind in her vagina. No serious injury was reported.